Event description:
It has been reported from the facility, that a hemodialysis patient came to treatment in 2006 with a small weight gain, he stated that he had gone to hospital to be seen for previous episodes of seizure activity while on dialysis machine and was told at the ER that nothing was wrong. Today he had the same episode x3. The patient would "pass out" and be given saline and was responding. O2 given per nasal cannula. The physician was notified and ordered carotid doppler studies for the following week. The patient left the treatment floor ambulatory, stating that he felt fine. No sample is avalable.